Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the integrated electro surgical unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the reported complaint. The iesu energized and cauterized, and all ports recognized instruments. No error was present in the logs. There was no image or video clip submitted to isi for review. A log review was performed and the following was confirmed: the partial nephrectomy procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: the bottom bipolar port of the iesu was not working during procedure. The surgeon was able to continue with the procedure and completed it robotically without any patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the bottom bipolar port of the integrated electro surgical unit (iesu) was not working. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system was turned on and powered up appropriately. There was no indication of an issue until the monopolar energy was activated and there was no energy sent to the instrument. No errors/faults were generated prior to or at the time the reported issue was experienced. The customer attempted to use new monopolar energy cords in the bottom port with the same instrument as well as new instruments, and there was still no energy conduction. Once plugged into the upper monopolar port (with new and old cords), energy was conducted fine.